Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
While treating the renal artery with a 7 mm diameter, 70 mm length, on 142 cm palmaz blue on aviator plus catheter could not be released into the human body. It was withdrawn and replaced with a pb1560 device to complete the operation. There was no patient injury and the device will be returned. The physician is very experienced in (balloon stent).

Manufacturer narrative:
While treating the renal artery with a 7 mm diameter, 70 mm length, palmaz blue on 142 cm aviator plus balloon catheter it could not be released into the human body. It was withdrawn and replaced with a pb1560 device to complete the operation. There was no patient injury. The physician is very experienced in balloon stent. The device was returned for analysis. A non-sterile blue/aviator/plus 7x15/142p pk stent delivery system was returned. Per visual analysis the balloon had not been inflated. The stent was correctly mounted on the balloon and it had not been expanded. No damages or anomalies were noted. Per functional analysis an indeflator device (lab sample) was attached to the hub. Device nominal pressure is 10atm (atmospheres). A balloon inflation test was completed applying pressure with the indeflator device until the manometer reached the nominal pressure of 10atm. The balloon inflated as expected and no leakage was detected. Also the mounted stent expanded as expected. Balloon inflation pressure remained steady. Pressure was increased until the manometer reach the rated burst pressure of 12atm, at this condition no leakage was detected and manometer reading remained steady. Inflation pressure remained steady. A product history record (phr) review of lot 17599226 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - inflation difficulty¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity.¿ the device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.

Manufacturer narrative:
Additional information was received that the access site was the femoral artery. A cordis 6f sheath was used. There was no difficulty removing the product from the hoop and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damaged damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media used was visipaque at a 1:1 contrast to saline ratio with a bsn indeflator. The lesion was severely calcified, the vessel was tortuous and there was 80% stenosis. There was no difficulty advancing the sds through the vessel and no difficulty crossing the lesion. The sds was never in an acute bend. The balloon inflated normally and the maximum inflation pressure was 10 atmospheres (atm). The balloon did not deflate normally. There was no damage to the stent after it was removed from the patient. The stent was not manipulated in any way before the device entered the patient. The balloon catheter was easily removed easily from the vessel, the sheath, the rhv (rotating hemostatic valve), he guidewire and from the guide catheter. The patient is a male, (B)(6) with renal artery stenosis. Additional information is pending and will be submitted within 30 days upon receipt. Based on the description provided, the device issue is deflation difficulty, (B)(4).